Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer reverted to an alternate method of insulin therapy. It was also reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 169 - 189 mg/dl.